Manufacturer narrative:
Continued: section h6. Event problem and evaluation codes: incomplete device returned (4116). Investigation evaluation: prematurely deployed bands were confirmed based on the returned barrel that only contained 4 of the 6 bands. The 2 missing bands were not part of the return. All other components of the product were present in the return. The handle was observed to be in the two-way position. The beads were inspected under magnification and there was no evidence of flash or other damage. The length of the trigger cord was measured at 142.5cm between the knots which is within the required tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The two photos provided to aid the investigation also confirmed the 2 missing bands. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure, the physician opened up the package to a cook 6 shooter saeed multi-band ligator and detected there were 2 bands missing from the barrel. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Initial reporter; occupation: non-healthcare professional. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The report was confirmed based on the two photos provided to aid the investigation. A photo of the lot number was provided. In the second photo, it can be seen that there are only 4 bands on the barrel, 3 black bands and 1 amber band. The two-way handle appeared to be in the firing position. No additional details could be determined without return of the complaint device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure, the physician opened up the package to a cook 6 shooter saeed multi-band ligator and detected there were 2 bands missing from the barrel. This occurred prior to patient contact; there was no impact to the patient.